Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer's friend stated that the customer had been throwing up. The customer's friend was advised to continue to use back-up plan and the customer's friend agreed. The insulin pump will not be returned for analysis.